Event description:
It was reported that revision surgery was performed due to pain, swelling, a possible loosening. It is unknown if the tibial insert or the tibial baseplate were suspected of the loosening.